Manufacturer narrative:
Date sent to the FDA: 02/01/2021. Additional information was requested, and the following was obtained: what is the patient¿s current status? The patient's wound healed at last. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure? Name and/or indication of index surgery on (B)(6) 2020? On what body part/tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Product code and/or lot number? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? Were cultures performed? Results? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Name and/or indication of index surgery (B)(6) 2020? On what body part/tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Product code and/or lot number? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? Were cultures performed? Results? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that the patient experienced wound secretion 5 days after sewing the wound during surgery. Tdp therapy and then daily debridement with dressing change were given. The patient's wound healed around one week later. Additional information has been requested.